Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Dr. (B)(6) consulted a patient who had previous charite artificial disc in 2002 or 2003. The superior endplate and core were both displaced. Dr. (B)(6) had to remove the artificial disc and was able to do an anterior fusion.

Manufacturer narrative:
Additional narrative: (B)(4). One (1) charite end plate 4, one (1) charite end plate, 10 deg ¿ 4 and one (1) unknown charite sliding core were returned for evaluation. Visual examination of the returned devices revealed signs of operative use. The chartie sliding core is extensively damaged/torn at one end with of-axial indentation marks of the end plate that are consistent with dislocated end plates impinged upon the sliding core. In general, patient factors that may affect the performance of the components include: patient anatomy, bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto are unknown. There is insufficient information to perform a probable cause analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the dislocation of the charite end plate and charite sliding core cannot be determined with the information provided. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.